Manufacturer narrative:
The reported event of the fogarty catheter balloon ruptured was confirmed. The balloon was found to be ruptured and inverted at the distal tip. After returned the balloon latex to original position, blood residue was observed on the latex. Latex deterioration was not observed. After cutting proximal windings, ruptured edge did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage was observed from both windings and catheter body. Further evaluation regarding quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of fogarty catheter ruptured during the inflation test before use. There were no patient complications reported. Additional information confirmed through customer that the balloon ruptured immediately. Per product evaluation, the edges of the ruptured balloon did not match.

Manufacturer narrative:
Engineering evaluation was completed, and concluded a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.